Manufacturer narrative:
Device received with no response form any button due to corroded electronic assemblies. No stuck button alarms noted. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm message. Customer¿s current blood glucose was 183 mg/dl. Customer was advised to refer to back up plan. Insulin pump will be returned for analysis.